Event description:
It was reported that the device had damage to downstream occlusion sensor pad. The event occurred during routine preventive maintenance inspection. There was no patient involvement.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the pump was found to have a damaged downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.